Event description:
It was reported that pump experienced malfunction alarm with non-resettable malf 3 code. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support arranged replacement pump with updated software.